Event description:
It was reported that a patient underwent a skin cancer lesion excision procedure on (B)(6)2010 and suture was used. The patient returned for suture removal on (B)(6) 2010 and there was severe irritation at the incisional line. The sutures were removed and a topical steroid was prescribed for the reaction.

Manufacturer narrative:
(B)(4) - inflammation : conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device and batch number associated with this event is not known. Two possible devices and batch numbers are reported as follows: ethilon nylon suture product code 691g, batch bdp801 mfg date: 04/01/2009, exp date: 01/31/2014; coated vicryl plus antibacterial (polyglactin 910) product code vcp494h, batch bhm340 mfg date: 07/01/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the coated vicryl plus antibacterial suture was conducted and the batch met all finished goods release criteria.